Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was part of a system revision due to pocket infection. The physician reported of abrasion or eroded area at the site of the pocket with draining fluid. The patient received antibiotics therapy. There were no additional adverse patient effects reported. The ra lead was explanted.